Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported to sjm by the patient's physician office the ipg is no longer functioning. The patient is pending an appointment with an abbott representative to determine communication with external devices. Surgical intervention maybe taken at a later date.

Event description:
Follow up information identiifed the patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced which resolved the issue.